Event description:
It was reported the gastrointestinal videoscope experienced sparks during an electrocautery knife cauterization causing a burnt lens surface, resulting in poor visibility. The procedure was completed using an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the distal end, including the plastic distal end cover, showed evidence of burn damage. Additionally, foreign material was observed on the objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.